Event description:
It was reported that pump experienced malfunction alarm without any notable events beforehand and customer saw malfunction code on pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.